Event description:
It was reported that during implant, a part of the right ventricular (rv) lead detached. The right ventricular (rv) lead was not used and a different lead was implanted. The patient was stable.